Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had two errors: e102 and e103. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
E2 marked in error. The device was returned to service where estimation was unable to duplicate the errors. Estimation found the board connector pin was damaged and a non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.